Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pacing lead impedance anomaly had been steadily increasing and that capture threshold had increased slightly. The lead was capped and replaced on (B)(6) 2016. The patient was stable post-procedure.